Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient connector was loose which could impact the ability to acquire pads ECG. No patient involvement was reported.